Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced no audio output. Patient was concerned that the continuous glucose monitoring system was not alerting the patient for high blood glucose. The patient states that she recently went to the emergency room at an unknown date for symptoms of what she thought was diabetic ketoacidosis. Patient's blood glucose read 357 mg/dl, however she believes that the symptoms were from a new unknown medication she started. No additional patient or event information is available. It should be noted that the diabetes mellitus is a known contributor to hyperglycemia and diabetic ketoacidosis.